Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over and under delivering. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer reported getting no delivery alarms. The customer reported sensor glucose versus blood glucose differences. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.